Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had a stripped coin latch and missing spring. The pump event log was not available. Functional testing included use testing. The pump motor was powered on and an error code was displayed. It was found that the microprocessor unit (mpu) board pads were damaged and missing the back labels. The mpu board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to physical damage by the customer to the pump's mpu board.

Event description:
Information was received that a smiths medical cadd prizm vip had an error code of ec 10102. No patient injury resulted.